Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary fully covered rmv stent was to be used to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during preparation, a portion of the stent was deployed in order to check the device and holes in the stent cover were noted. The stent was not used on the patient and the procedure was completed using another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as no specific event date was reported. Block h6: problem code 2978 captures the reportable event of stent cover damaged. Block h10: a wallflex biliary fully covered stent and delivery system were received for analysis. The stent was received not deployed. Visual examination of the returned device found the outer blue sheath was kinked; the kinked section was located approximately 45 cm from the tip of the delivery system. Functional evaluation revealed the stent was able to be deployed without resistance felt. The stent cover was found damage with holes. The outer diameter of the catheter was measured and was found to be within specifications. No other issues with the device were noted. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures may have been related to procedural factors, such as how the device was handled and/ or manipulated during use. It is possible that the factors encountered during the preparation could cause the damage found in the device (kink), also the manner that the stent was checked prior to implant could cause the holes in the cover. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 08, 2020 that a wallflex biliary fully covered rmv stent was to be used to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during preparation, a portion of the stent was deployed in order to check the device and holes in the stent cover were noted. The stent was not used on the patient and the procedure was completed using another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.